Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch and phasix on (B)(6) 2006 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Note: due to the non-availability of the phasix in the year 2006, the date of implant for ventralex hernia patch was identified as (B)(6) 2006 and the date of implant for phasix was identified as (B)(6) 2014.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch and phasix on (B)(6) 2006 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Note: due to the non-availability of the phasix in the year 2006, the date of implant for ventralex hernia patch was identified as (B)(6) 2006 and the date of implant for phasix was identified as (B)(6) 2014. Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿a ventralex patch (device #1) was placed in peritoneal cavity and secured using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of phasix mesh (device #2). Per op notes, ¿the previous mesh (device #1) was removed and it was noted to be infected. A piece of phasix mesh (device #2) was placed into defect and secured using sutures."